Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to return the malfunctioning pump and place it in storage mode, and a replacement pump was sent. There was no backup therapy available at the time, so the caller was instructed to consult with a healthcare provider.